Event description:
On (B) (6) 2010, pt reported an incident of elevated blood glucose related to kinked tubing. Pt reported his blood glucose was well over 200 mg/dl. Pt stated he examined the infusion tubing and noticed that it was kinked. Pt reported no occlusion error displayed on the infusion device's screen. Pt stated he changed the infusion tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.